Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): did not flow halfway through treatment. Drug perfused: 5fu 3000mg.

Manufacturer narrative:
(B)(4). We rec'd one used, half-full (contaminated with cytostatic agent) easypump ii lt 270-54-s w/o packaging. The rec'd sample was subjected to a visual examination. Damages were not detected. In as-rec'd condition the white clamp was closed. The original wing cap was not assigned by the customer, instead of this a combi stopper was mounted onto the pt connector. After opening the top camp and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). We detected no air inside the tube (behind or before the vent filter) and no air bubble inside the flow restrictor. Furthermore we detected residues of fluid at the lla-cone of the pt connector respectively at the combi stopper. Additionally a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore we tested the flow rate of the rec'd sample. Nominal: 5 ml/h. Actual: 4.0 ml in 1 h; 8.3 ml in 2 hrs; 12.4 ml in 3 hrs. A stopping of the infusion or leaks were not detected during the flow rate test. We have informed our production site accordingly. The result of reviewing batch history record (B)(4), batch no. 2c0928ei11 found that this batch was manufactured on 9 march 2012 and did not find any nonconforming. Our mfg process, we have sampling using sterile water both in-process inspection before sterilization and final process inspection after sterilization found no defect of pump does not run and the result of flow rate testing after sterilization for product final release of all 8 samples are within specification. So, we confirmed that this lot was produced according to product specification. No specific conclusion can be drawn.